Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A2, a3, a4, b7: patient age, dob, weight, gender, and medical history were requested but not made available. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device was discarded; therefore, not available for analysis. No clinical images enabling direct assessment of product performance were returned for evaluation. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient underwent treatment for a peripheral artery disease (pad) where a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was attempted to be used in the superficial femoral artery (sfa). It was reported prior to introducing the viabahn device, an eluvia boston scientific bare-metal stent was initially implanted in the sfa. After pre-dilating the target treatment area, the physician advanced the viabahn device over a terumo glide wire advantage .018" through a terumo destination 7fr introducer sheath to sfa without resistance. Deployment of the viabahn device was initiated and the device advanced; however, the physician suspects the device may have become caught on the previously implanted bare-metal stent resulting in a breakage of the deployment line. The device was only partially deployed, and it remains unknown how many inches were pulled before the deployment line broke. At this time, the physician slowly withdrew the partially deployed viabahn device out of the patient. Reportedly, nothing was left inside the patient. The procedure was successfully completed using a new viabahn device. The deployment line was not pulled too hard or fast. There was no calcification present. The patient did not experience any adverse consequences.